Event description:
It was reported that the locking pin has failed. A revision surgery with custom implants is being planned.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.